Manufacturer narrative:
Technician replaced the brake caster to resolve the issue. Bed found in storage.

Event description:
Complaint rec'd that the brake caster would lock and hold, but would rotate if pushed on side. No injury alleged.